Event description:
The customer reported that she activated the device on (B)(6) 2012 at 1:29 pm. Her blood glucose results at 2:45, 3:31 and 4:38 pm all read "high" (>500 mg/dl). By 5:40 pm it had decreased only to 480 mg/dl. She stated she administered insulin boluses with the device and also by manual injection, but did not report any times or dosages. At 9:20 pm she deactivated the device. When it was removed she observed that the cannula was bent and full of blood. She discarded the device.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was full of blood. This likely indicates that the cannula was inadvertently fired into a vein. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."